Manufacturer narrative:
Continuation of d11: product ID 8598a serial# (B)(4) implanted: explanted: product type catheter product ID 8596sc serial# (B)(4) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial #: (B)(4), ubd: (B)(6) -2020, UDI#: (B)(4); product ID 8596sc serial# (B)(4) ubd: (B)(6)-2020, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The catheter was returned for analysis.

Manufacturer narrative:
Analysis of both catheter components with serial number (B)(4) and serial number (B)(4) revealed a non-significant anomaly; the catheters were returned incomplete / in segments and had met acceptable testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), product type: catheter. Product ID: 8598a, serial #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain and post lumbar laminectomy syndrome. It was noted that the pump contained no drug. It was reported there was no cerebrospinal fluid flow from the catheter. The event occurred during a procedure. It was noted that the catheter was never implanted. When they placed the spinal segment, initially they saw csf flow, placed the catheter, and then they did not have any csf flow from the catheter. The physician then pulled the catheter back to get it in another location but still had no csf flow, so he removed it and placed a new catheter. The new catheter had great csf flow. Environmental/external/patient factors that may have led or contributed to the issue was noted as being unknown. The issue was resolved at the time of the report. No patient symptom was reported. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and w eight was indicated as having been requested but was unavailable. It was indicated that the manufacturer and the company representative was in possession of the catheter which was planned to be returned to the manufacturer for analysis. No further patient com plications have been reported as a result of this event.